Manufacturer narrative:
Concomitant medical products: 5086mri58, lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing, noise and electromagnetic interference on high rate nonsustained tachycardia episodes and non-sustained ventricular tachycardia episodes. Upon further review, it was noted that the patient was keeping their cell phone within six inches of their device, causing the electromagnetic interference. As well, the patient's right atrial (ra) lead had high thresholds. No intervention recommended. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.